Manufacturer narrative:
Explanted device was discarded. The events of delayed healing, wound dehiscence, and inadequate tissue ingrowth are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during right side breast reduction surgery. Post-implantation on (B)(6) 2014, patient presented with right side wound dehiscence due to delayed healing of the implant incision. Physician considers the implant technique to have led to development of "pockets" under the tissue that resulted in delayed healing. Multiple tissue debridements were performed on this tissue surrounding the incision, and on (B)(6) 2014, the seri device was completely explanted and discarded. Physician noted the seri was "non-adherent on the entire superficial surface."